Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with three photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 2028069, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed that the catheter tubing appeared to be broken off near the nose of the adapter. However, the engineer could not identify what caused the break based off the detail provided in the photos. Therefore, based off the provided photos the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for testing and inspection a definitive root cause could not be determined. However, the engineer did note that the device appeared to have been used meaning that the observed defect was likely not present upon receipt as it would have made using the device difficult and should have been identified before use. H3 other text : see h10.

Event description:
It was reported that the tip of the bd nexiva¿ closed IV catheter system broke off into the patient's vein, requiring surgery to remove it. The following information was provided by the initial reporter: "after usage and while terminating the therapy and while removing the tip of the catheter has broken and enter in the vein and it is removed by surgery."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the bd nexiva¿ closed IV catheter system broke off into the patient's vein, requiring surgery to remove it. The following information was provided by the initial reporter: "after usage and while terminating the therapy and while removing the tip of the catheter has broken and enter in the vein and it is removed by surgery."